Event description:
It was reported that the customer was experiencing low blood glucose, and the insulin pump delivered a bolus of 25.0 units at night. It was stated that the customer did not program the bolus and he does not know what happened. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.